Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit only runs on internal battery. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The customer evaluated the device with the philips remote service engineer (rse) and verified they were getting 119v ac going into the power supply, and no 24v dc coming out. The rse provided the customer with the latest service manual (rev r.) And recommended replacing the power supply and provided the customer with the part # and price.

Manufacturer narrative:
The customer reported to the remote service engineer that the v60 only ran on internal battery and was not charging. The rse provided the customer with the latest service manual rev r. The customer verified getting 119v ac going into the power supply and no 24v dc coming out. The rse recommended replacing the power supply and provided the part identification (ID) and price of the replacement power supply to the customer for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.